Event description:
The dealer stated the frame broke where the wheel attaches to the chair. The dealer stated the patient has bricks for a walkway and speculated that she was rolling over the grounds .